Manufacturer narrative:
Product analysis:functional analysis not possible due to a hole on the ibt. During visual analysis the leakage was confirmed. The leakage comes from a puncture located on the balloon portion of the ibt. Based on the information provided and visual analysis the observations are consistent with rupture of the balloon due to contact with bone splinters during surgery. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Patient demographics: initials- (B)(6), gender- male, age at event- (B)(6). It was reported that patient underwent bkp at l4 to treat compression fracture on (B)(6) 2015. During surgery, contrast media leaked from a balloon in the left side of the vertebral body when surgeon inflated it. Reportedly, the balloon was inflated without trouble with 2.0ml contrast media with 80psi, but the media leaked when surgeon put 3ml. The leaked contrast media was suctioned. The surgeon performed his procedure in the right side with another balloon, and used the balloon again for the left side again to inflate to 3.5ml. The surgeon finished his procedure after injected cement. The surgeon requested to explain how many times similar events occurred. Balloon rupture was confirmed. While the surgeon was inflating a balloon on left side, he found contrast media leaking. The leakage was found on images when the balloon was inflating about 2ml - 3ml and pressure was also found to be decreasing. The contract media was washed and was then suctioned. Whether a bone spur was there or not is unknown. After the surgery a nurse checked the balloon on microscope and found a crack at the bottom of it. The surgeon wants to know the number of the same event occurred in the past.